Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log file. A review of the submitted system controller log file post exchange indicated a controller exchange was performed on (B)(6)2024 at 7:37:23. The controller does not get reconnected to the system and no log files from the controller pre-exchange were submitted for review. The heartmate ii system controller was not returned for analysis and the reason for the controller exchange was not confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported controller exchange was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all controller alarms. No serial number or lot number was provided by the customer to perform a device history record review. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have multiple no external power, low flow alarms, low speed advisory, pump off, and driveline disconnect alarms on various dates. Log files were sent for review. The log file appeared to indicate that the system controller had been in use since 11dec2024. Following the initial connection alarms, the pump resumed the programmed set speed. Clusters of low flow hazard events were recorded between (B)(6) 2024. These flow readings did not appear to be the result of any external equipment malfunction. The controller appeared to have lost external power on (B)(6) 2024 while utilizing the mobile power unit (mpu). The controller did switch appropriately to the external backup battery (ebb) when external power was lost. The alarms resolved once external power was restored. Additionally, the data that was reviewed showed a transient power/flow elevation on (B)(6) 2024. The elevation did not appear to be a result of any equipment malfunction and was most likely patient related. Based on the data visible the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.